Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3197267) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 25.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 3.1 degrees. On (B)(6) 2014, post-procedure x-ray (two days post-procedure): site: filter tilt was 0 degrees. Analysis: the angle of filter tilt in the ap view was 7.5 degrees and 17.3 degrees in the lat view. On (B)(6) 2015, 12-month follow-up CT (394 days post-procedure): analysis: the angle of filter tilt in the sagittal plane was 18 degrees and 8.4 degrees in the coronal plane. The patient remains in the clinical study and no other device related adverse events have been reported.